Manufacturer narrative:
(B)(4) - the device in question was returned and evaluated. During that evaluation, the reported issue was not able to be duplicated; no problem was found.

Event description:
Dealer alleges that the bed will just drop while lowering bed height.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges that the bed will just drop while lowering bed height.